Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. On the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured vertically. The balloon was removed. There were no patient complications.